Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The supplier opened a supplier corrective action report (scar) to address the reported issue. The most probable root cause was determined to be a component issue. This investigation is now closed.

Manufacturer narrative:
Correction: h6 investigation findings code 1.

Event description:
The user facility in austria reported that during procedure, the perforated particle of the sleeve-irrigation hole entered the patient's eye. The particle was removed with forceps and the procedure was prolonged by 1-2 minutes. There was no patient impact reported.

Manufacturer narrative:
The product is not available for return as it was discarded. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The investigation is ongoing.